Event description:
The customer received questionable high glucose results from accu-chek inform ii meter serial number (B)(4). The patient was in dka and was admitted with high glucose readings and was being treated with an insulin drip. At 12:31 pm, the result from the meter was 544 mg/dl. At 12:33 pm, the result from the meter was 292 mg/dl. At 13:16 pm, the result from the laboratory was 265 mg/dl. At 16:38 pm, the result from the meter was 520 mg/dl. At 16:47 pm, the result from the meter was 268 mg/dl. On (B)(6) 2018 at 6:35 am, the result from the meter was 464 mg/dl. At 6:37 am, the result from meter serial number (B)(4) was 218 mg/dl. At 6:50 am, the result from the laboratory was 221 mg/dl. The staff did not believe the higher values. There was no allegation of an adverse event. The patient has since been released from the hospital. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.